Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that fluoroscopy was performed, which revealed the associated right ventricular (rv) lead had a bend proximal to the distal coil. At the bend, the cables appeared to be wider apart than normal. The cables were still in the insulation. The physician decided to surgically abandon and replace the associated rv lead along with this implantable cardioverter defibrillator (ICD). A new rv lead and device were implanted. The patient tolerated the procedure and all diagnostics were stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the implantable cardioverter defibrillator (ICD) was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. It was noted there was only one out of range measurement. The patient was brought into the clinic for further evaluation. No noise was noted and all lead measurements were within normal limits. The plan is to continue monitoring the patient. At this time, this ICD remains in service and there were no adverse patient effects reported.